Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica kiel indicate the gamma nail broke due to material fatigue.

Event description:
The reporter stated that the pt had experienced pain. On 2/11/97, an x-ray was taken because an infection was suspected. The x-ray revealed that the distal portion of the nail was fractured. The reporter did not confirm whether an infection was found or when the broken device was explanted.